Event description:
A healthcare professional reported with a description of defective intraocular lens (iol). Additional information has been requested during intraocular lens (iol) implant procedure, the posterior loop stuck in the shooter with no patient contact. As per surgeon iol or shooter quality defect caused or contributed to event. The procedure was not completed with a replacement lens. Additional information has been requested and received stating the procedure was completed with a replacement lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).